Event description:
Reporter alleged that a neonate received the result of 38 mg/dl on the inform system compared back to back within 10 minutes of a result of 30 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.